Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via e-mail that the bio-intrafix 7-9mm x 30mm tprscr broke mid surgery when the surgeon placed any force upon the screw. The solution was to insert a screw (of the same size) and the surgery was completed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visual observation reveals the distal end of the screw is broken, confirming this complaint. When inspected under magnification, the screw revealed no structural anomalies that could have contributed to this failure. A definitive root cause cannot be discerned for this failure. A manufacturing record evaluation was performed for the finished device [product code: 254624, lot: l736682] number, and no non-conformances were identified per qlik query executed on 6/6/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Correction: it was inadvertently missed on the initial report that there was a surgical delay of half hour. Furthermore, it was reported that the broken pieces fell on the patient but were retrieved successfully. There were no patient consequences; and that the event had no impact to the user or patient. There was no medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.